Manufacturer narrative:
At the time of the procedure there was no visible sign of infection and no lab testing was performed. There is no indication of any failure or malfunction of the nalu device or any of its components. Rejection or migration is a known inherent risk of an implanted device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat head pain. The implantable pulse generator (ipg) was placed below the clavicle on the chest wall, with the implanted leads targeting the greater auricular nerve. On 22apr2024 the firm was notified by the physician's office that the ipg appeared as if it was being rejected from the initial placement and the patient was scheduled for a revision procedure. Plan was to remove the ipg from the chest area and implant a new ipg in the lower flank area. On (B)(6) 2024 the patient was prepared for the revision, however the physician decided to explant the system and allow healing before implanting anything else. Physician stated decision was out of an abundance of caution due to the sensitive location on the chest wall and potential for infection with multiple invasive procedures.